Manufacturer narrative:
Investigation summary: device/batch history record review: DHR review was performed on the following lot number: 7059847 ¿ the lot number was built on afa line 11, from march 3, 2017 thru march 4, 2017. Per specifications in s-au11, s-au12, s-au15, and s-au18 it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: the review of the qn/sap database is not required for a s1-o1 level a investigation per CPR ¿ 071, the peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. Visual analysis observations and testing: received one unused iag/bc 20ga unit in an opened package from the lot number 7059847. Visual/microscopic examination: white fm was present at the tip the catheter tubing. The fm was identified to be non-foreign (plug shavings) the plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Test description, method no, results: visual/microscopic, n/a, see observations and testing. Tappi chart, qcge-34, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned assembly provided for evaluation displayed fm on the tip of the catheter tubing. Investigation conclusion: the defect of foreign matter, as stated in the pir, was confirmed with the returned unit provided for this incident. Confirmed there was non-foreign (plug shavings) at the tip of catheter tubing. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: manufacturing. Comment: the fm observed on the tip of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Rationale: root cause: relationship of device to the reported incident: manufacturing. Comment: the fm observed on the tip of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ¿string link¿ foreign matter was found on a 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter prior to use. There was no report of injury or medical intervention.